Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned, and no unique device identifier numbers were provided. Based on the available information, a review of the device history record could not be performed and root cause could not be identified.

Event description:
Medtronic received information that a patient (B)(6), female, (B)(6)) with a history of absent pulmonary valve syndrome underwent implant of a medtronic 12 mm right ventricle-to-pulmonary artery conduit (serial not reported). Approximately 16 months later the conduit exhibited severe stenosis, and was subsequently explanted and replaced by arterial homograft and the left pulmonary artery was surgically enlarged. Eight years later, the homograft was noted with severe stenosis and mild regurgitation. In an intervention the homograft was stented, and a medtronic transcatheter bioprosthetic valve (serial not reported) was implanted. During intraoperative positioning of the new valve the patient developed complete atrioventricular block. A transcutaneous temporary pacing lead was placed, and the left pulmonary artery stenosis was dilated with a 10 mm balloon catheter. Postoperatively the hemodynamics improved significantly, however, the atrioventricular block persisted. In the days following the intervention the patient developed second-degree atrioventricular block with stable hemodynamics, then first-degree atrioventricular block after 22 days, and finally spontaneous reversion to normal sinus rhythm with no atrioventricular block at 27 days, and was then discharged home in good condition. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4). Title: transient complete atrioventricular block after percutaneous pulmonary valve implantation authors: bettina ruf, andreas eicken, john hess citation: cardiology in the young (2010), 20, 704¿706.